Event description:
A malfunction alarm was reported, displaying a resettable code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted with resetting the pump, ensuring the customer could continue using it. They instructed the customer to call back if the malfunction code recurs, which the customer understood. There was no recurrence of the issue after the reset.